Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon applied another device. The hosp has reported that no pt injury occurred.